Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous sodium patient results and qc issues. The customer did not provide patient data or demographics. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and replaced the buffer valves, reference valve, and ise (ion selective electrode) mixer motor which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse verified system performance successfully without further issues. Beckman coulter internal identifier is (B)(4).